Event description:
Patient in ER had a nasogastric tube (ng) inserted. Unable to verify placement and unable to insert air into ng tube. The tube was removed and discovered that there were no drainage holes in tubing.